Event description:
Customer was filling portable liquid system off base unit. Portable fill port came apart in base unit causing base unit to leak liquid oxygen. Customer had burns on hand from the liquid oxygen leaking.